Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. Additionally, the cable connecting ECG "a" and ECG "b" with the front therapy electrode was also pulled from the strain relief. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt could not complete incoming functionality testing. .